Event description:
The customer reported the 12 lead cable won't read v2. There was no reported adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported the 12 lead cable won't read v2. There was no reported adverse pt impact. This complaint is still being investigated a f/u report will be submitted upon completion of the investigation.